Manufacturer narrative:
One photo was shared by the customer, where the item cl2100 is observed inside a plastic bag and the blue body is observed to be detached, no additional damage or anomalies are observed. One used 0.9% sodium chloride injection usp nacl 0.9% baxter 250 ml intravenous bag connected to an unknown, bd infusion set and to one used. List #cl2100, chemolock¿ were returned for evaluation. As received the chemolock port was observed to have separated the blue body. Once both parts no welding evidence was observed. Complaint of chemolock faulty and spontaneously detached can be confirmed. The probable cause is due to inconsistences during welding process. A device history lot # review could not be conducted because no lot number(s) was/were identified. D9 device returned to manufacturer on 9/9/2024.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a port chemolock ca/50 disconnected during patient use. The report stated, "chemo lock faulty, disconnected from line and spontaneously detached." One sample is retained and is available for investigation. There was no patient harm reported.